Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
This event occurred in (B)(6). The supplier reported on behalf of the patient that the inflation line on the bivona® adult tts¿ tracheostomy tube broke during use. Additional information requested but not received.

Event description:
It was further reported that the patient is not ventilator dependent and cannot breathe without the use of a tracheostomy tube. According to the reporter, this was the initial use of the tracheostomy tube and the cuff patency was tested prior to use. The family observed the leakage and performed an emergent tracheostomy change with a new tube. It was reported the cuff was filled with sterile water.